Manufacturer narrative:
Reportable based on the device analysis. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. As received, the specimen consists of one each clinically used sfc-b 150-035; returned reloaded into the dispenser assembly in a sealed mylar/tyvek pouch. The specimen presents several bends of varying severity and frequency scattered over the length of the device and scraped ptfe coating with coating removal at 6.90 to 7.00cm from the distal tip. The location and appearance of the ptfe coating damage suggests this is the portion of the specimen wire that "hung up on the stent" as reported. The safety ribbon wire presents a ductile, tensile overload fracture adjacent to the distal weld mass. The specimen also presents deposits of dried blood like material consistent with clinical use. No other damage or inconsistencies are noted to the specimen at this time. The proximal joint appears to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the evidence presented by the sample and the information provided by the supporting documentation, clinical and/or procedural factors appear to have impacted on the event as reported. If there is any additional relevant information received, a follow up medwatch report will be submitted.

Event description:
When the physician went to remove the wire from the stent that he had just placed over the wire, the wire seemed to get hung up on the stent and would not come out easily. The rep mentioned that the issue seems to be with the wire and not with the stent. The wire was removed eventually but they had to pull on it harder than normal.